Event description:
During the implant procedure, while tunneling with a medtronic catheter passer, a vessel was nicked and the patient experienced bleeding. Physician applied pressure to stop the bleeding. This resolved the issue.